Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the lead was found to have a severely overtorqued inner coil in the connector region. The damage is consistent with the complaints of capture and sensing anomalies. The overtorque damage is consistent with damage occurring during the surgical procedure.

Event description:
It was reported that during implant the lead exhibited no capture and no sensing. The lead was not implanted.